Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers husband reported via phone call that they were called to emergency medical services and took customer to emergency room on unknown date due to low blood glucose. Blood glucose level at the time of the incident was 30 mg/dl treated with manual injection. Customers blood glucose was downs in the 30mg/dl, 40 mg/dl, 50 mg/dl and 60 mg/dl. Customer was told to take off the insulin pump by healthcare provider given manual injections to take and blood glucose was 49 mg/dl. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. Insulin pump had unexpected restart alarm. That reset time and date and it was not set back correctly. Drive support cap appeared normal. Customers last blood glucose reading was 418 mg/dl bolus 4.85 treated with manual injection. The insulin pump will not be returned for analysis.